Event description:
It was reported that during unpacking for an unspecified procedure, a catheter damage occurred. The physician noticed that the dilator was "wracked/cracked" at the tip. The procedure was successfully completed with another of the same device. No pt complications or injuries were reported. Pt condition listed as "good".